Event description:
A home patient's (hp) nurse reported that the hp noted their effluent was cloudy while hospitalized for a myocardial infarction (mi). The hp was diagnosed with perionitis in 2003 and treated with vancomycin 2g, intraperitoneal (ip) every 4 days. Based on the absence of peritonitis symptoms, the hp's nurse concluded that the hp fully recovered from the infection. The hp's nurse reported that the hp's hospitlization was not prolonged as a result of the peritonitis episode. They stated that the peritonitis episode was most likely the result of nurses, who were not familiar with dialysis, setting up the hp's homechoice system.